Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damage or defects were found with the device. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 21 mmol/l (378 mg/dl) between 5 and 24 hours of wearing the pod. The patient reported they had done corrections, but the bg levels would not decrease. When the patient removed the pod, their skin and adhesive were found to be wet with insulin. A new pod was applied, and a correction of 2.4 units was administered. The device evaluation found a tear in the cannula.